Manufacturer narrative:
The na electrode lot and expiration date were not provided. The customer replaced the electrode and cleaned the ise block. Calibration was performed, but it was not successful. The field service engineer found that the cause was due to a misaligned sipper nozzle and dirt buildup around the spring that pushed the electrode into the lock position for the ise. He realigned the sipper nozzles and cleaned around the ise spring. An ise check and qc were performed with successful results. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for an unspecified number of patients' samples tested on a cobas 8000 cobas ise module. Results for the sodium (na) test were affected. Discrepant results for 1 patient sample were provided. Initial result: 131 mmol/l. Repeat result: 121 mmol/l. The customer stated that some physicians questioned the initial results.